Event description:
Information provided states that during a case using a 24 mm plate the surgeon secured the plate using four screws. Upon completion of securing the plate in place he attempted to turn the locking mechanism clockwise 180 degrees and discovered that one of the locking screws was free spinning. The surgeon decided to remove the plate and replace with a new plate and screws this resulted in a delay in the case.